Manufacturer narrative:
(B)(4) guide catheter broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used in a bile duct stenting procedure performed on (B)(6) 2015. According to the complainant, after loading the device onto the guidewire, the physician attempted to deploy the stent and the guide catheter detached inside of the patient. The stent was successfully deployed in the target lesion, however the broken guide catheter portion remained in the stent, in the duodenum. The detached guide catheter was removed using forceps and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual evaluation found that the guide catheter was detached. The guide catheter was kinked and bent in several locations throughout. The push catheter was bent at approximately 65cm from the distal end. A functional evaluation for stent deployment could not be performed since stent was not returned. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the catheters. With the catheters and the stent bound by kinks and bends, the stent would become difficult to deploy. Force to deploy the stent could cause detachment of the guide catheter. Therefore, ¿operational context¿ is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used in a bile duct stenting procedure performed on (B)(6) 2015. According to the complainant, after loading the device onto the guidewire, the physician attempted to deploy the stent and the guide catheter detached inside of the patient. The stent was successfully deployed in the target lesion, however the broken guide catheter portion remained in the stent, in the duodenum. The detached guide catheter was removed using forceps and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."